Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6944-58, implantable tachy lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that the atrial lead had moved out of position since implant, as noted upon fluoroscopy. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.